Manufacturer narrative:
Product ID: mc1vr01-delsys. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the leadless implantable pulse generator (ipg) device was unable to be retracted into the cusp of the of delivery system due to suspected clotting. The device was unable to be recaptured. The device and delivery system were withdrawn and replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: mc1vr01. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.